Event description:
Customer reported erroneous cbc (complete blood count) results were obtained for one pt sample when using a coulter act 5diff cap pierce (cp). There were instrument generated flags with the test results. The sample was tested twice, with similar test results obtained, and reported out of the laboratory. The reported results were determined to be erroneous when compared to test results obtained on a second sample obtained from the pt. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Two levels of controls are run 3 times per day. Controls were run both before and after this event and were in range. The service engineer could not reproduce the erroneous results. System operation was verified. Comparison of the differences in the results from the original and redrawn samples reflects a typical pattern of inadequate mixing. Per product labeling, when wbc and platelet counts are too high or low, hemoglobin and rbc are opposite, too low or too high, the sample was not mixed adequately before aspiration. In addition, the rbc, hemoglobin and hematocrit had instrument generated flags alerting the operator to results above the instrument's linear range. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.